Event description:
In (B)(6) 2020, the patient reported that they were having problems with the implanted neurostimulator (ins). They alleged they had been having problems since implant ((B)(6) 2017). Pt noted that they had fallen the other day and hit their back where the ins was located (the fall was not caused by the implant), and after that the ins would not charge. The patient was getting a screen on their recharger stating that it was not connected with the ins. They also were seeing an error code that started months prior. The error code started with an "e" but the patient couldn't recall or clarify what the code was. Additional information was received on february 3, 2022. A manufacturer representative (rep) reported that on (B)(6) 2022 the patient's ins and leads were explanted completely. The explanted devices were not replaced. The ins was fully depleted and the rep was unable to check connections or check electrodes. The explanted devices will be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID# 97714, serial# (B)(6) was returned for analysis. Analysis found that the implantable neurostimulator (ins) passed functional testing and no significant anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported unable to connect to ins. Ins overdischarged. Pt declined attempts to charge.

Manufacturer narrative:
Concomitant medical product: product ID 977a260 serial# (B)(6) product type lead product ID 977a260 lot# serial# (B)(6) product type lead product ID 97791 serial# unknown product type accessory product ID 97791 serial# unknown product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.